Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and barbed suture was used. The doctor stated that the sutures end has snapped off or the needle has snapped off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, did the needle separated from the suture? Or, did the suture break?, was the needle piece removed from the patient?, was there any patient consequence or injury?, lot number?, procedure name and date?, have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.